Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy the suture could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced in b5, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique. Reportedly, three proglide devices failed to deploy. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the procedure was completed; however, a suture break occurred with one of the successfully pre-placed proglide suture at the end of the procedure. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.